Manufacturer narrative:
Aspen surgical received a report from a distributor indicating that a surgical needle broke while in use. The actual device was not returned for evaluation. The manufacturing lot number was provided, as well as photographic evidence. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from a distributor indicating that a needle broke during a procedure. During total knee replacement surgery, the surgeon was using the free needle to run #2 fiberwire when the needle broke at the "eye". Xray was brought in to find the small piece of the needle. It was not in the patient, it was found elsewhere on the field. All pieces of the needle were found. There was no patient injury related to this incident. Lot information and pictures of the affected device were provided. This complaint was logged in our system as (B)(4).

Manufacturer narrative:
Aspen surgical evaluated the device sample that had the malfunction. There was some material deformation near the eye of the needle, which is normally the weakest point of the product. According to the IFU, it states that clamping too close to the eye or end points can cause breakage during procedures. There is a flat portion of the needle that is supposed to be used for clamping. Based on the evaluation and history, it was determined that the most likely root cause of this breakage was the user not following the instructions for use, and clamping too close to the eye of the needle. This should be considered the final report, however if aspen identifies any additional relevant information it will be submitted in a supplemental report.